Manufacturer narrative:
Malfunction and data alert was verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided, cause unknown. Customer consumed carbohydrates to address bg. Also, it was reported that the pump indicated a data log corruption. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.